Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. The tamper seal was noted to be intact. A review of the event history log was unable to confirm the reported event. Accuracy and functional tests were performed, and the device's delivery accuracy was running at three different tests. All of the tests were found to be over the manufacturing specifications. Manufacturing DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a cadd solis pump failed during an accuracy delivery test by 21.2 ml. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. The tamper seal was noted to be intact. A review of the event history log was unable to confirm the reported event. Accuracy and functional tests were performed, and the device's delivery accuracy was running at three different tests. All of the tests were found to be over the manufacturing specifications. Manufacturing DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a cadd solis pump failed during an accuracy delivery test by 21.2 ml. No patient injury was reported.